Event description:
During routine follow-up with pt post-implant, the pt reported that they were experiencing a squeezing pressure in their neck. Pt also reported that early in the afternoon, they have a tightness in their chest that stays until bedtime. The pt's neck pain reportedly correlates with stimulation. The pt indicated that the chest pain is at night after meals and was initially believed to be gas or indigestion. The pt's overall seizure control has improved with the vns therapy and the pt is reportedly able to stop most seizures by initiating magnet mode stimulation. Further follow-up with treating neurologist revealed that the pt was doing well but that the neurologist believed that the pt had angina pectoris. The neurologist reduced the device pulse width due to the neck tightness. The pt is reportedly scheduled to see both their cardiologist and interninst. Neurologist indicated that the pt's symptoms were not related to the vns.